Event description:
Patient was found to have a through and through laceration on upper lip which was underneath an endotracheal tube attachment device (etad) and was not seen until manipulation of the etad to investigate a small amount of blood on the lip. Laceration was approximately 1.5 - 2 inches and teeth were going through the laceration. The laceration was sutured. Patient is encephalopathic, repeatedly thrashing head back and forth, so may have bitten through lip. Unsure how injury occurred. Unsure if related to use of etad.what was the original intended procedure?maintain position of endotracheal tube.device #1is this a laboratory device or laboratory test?no.